Event description:
Pt began to develop episodes of non-sustained vt as well as sustained episodes. The sustained vt exhibited a cycle length longer than the tachycardia detection interval, hence the ICD did not treat the arrhythmia. A code was called and during initial assessment and treatment of the pt there were additional episodes, some of which accelerated to the range within the detection interval and the device discharged. It appeared the shock was strong. When the device discharged the respiratory therapist was bagging the pt who was alert. Thus there was pt contact when the device fired. The respiratory therapist was inadvertantly shocked. They appeared diaphoretic, ashen and shaken. They fell back and hit their head. They were treated in e.r.